Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels, nausea and vomit, while wearing the pod on the arm. At the hospital, the patient was administered fluids intravenously and a new pod was applied.